Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "poor aspiration" (aspiration issue). A customer reported that aspiration was poor then system stopped aspirating during irrigation/aspiration. The cassette was changed and the machine was restarted, but the problem persisted. The system was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).